Manufacturer narrative:
Updated fields: h6 (investigation findings, type of investigation, investigation conclusions, component code). A getinge field service engineer (fse) evaluated the unit and found pim leak during testing and calibrated unit. The fse replaced the pneumatic module assy (0997-00-1178) and no other issues were found. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 child record#: (B)(6). This part was received with a reported unit failure message of pim leak during testing. Performed visual inspection of this part received and part looks to be in good condition. Installed pim into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn: 0002-07-d016 revision e and the cardiosave service manual pn: 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of pim leak during test. Performed all functional tests and all tests passed within the factory specifications. Pim passed testing. Retaining pim in the fat dept. Per procedure (B)(4). The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) may require maintenance. The unit was swapped out without incident or harm to patient.